Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow up report will be sent when the analysis is complete.

Event description:
The device was explanted and returned to the manufacturer for analysis. No reason was given for the explant, however, the device was part of a device recall. A follow up report will be sent if additional information becomes available.